Event description:
A surgeon reported the sys did not perform the silicone oil "fluidics/gas" infusion during a vitrectomy procedure. A manual technique was used to complete the procedure. There was a delay of less than 15 minutes and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and was unable to duplicate the customer reported event. Preventive maintenance (pm) was performed. The battery, fan guard, pneumatic connectors and latch seal were replaced as part of the pm. The sys was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined. (B)(4).